Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.404.035 synthes lot # h887255 supplier lot #: h887255 release to warehouse date: 09 apr 2020 supplier: (B)(4). No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on during an orthopedic procedure october 31, 2022, the ria2 drive shaft broke intraoperatively when the reamer head engaged a broken screw which was still in the bone and into the medullary canal. The broken screw was a non-synthes product. A second drive shaft and disposable kit were utilized. C-arm images were obtained to confirm removal of broken pieces of the drive shaft. There was a surgical delay of 10 minutes. The procedure completed successfully. There was no patient consequence. No further information is available. This report involves one drive shaft for ria 2 520mm. This is report 1 of 1 for (B)(4).